Manufacturer narrative:
Device analysis: visual inspection was performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Additionally, the coil arm was detached. Microscopic inspection revealed the main coil was bent, stretched, and detached. The main coil and the pusher wire were not interlocking, and functional inspection was unable to be performed as a result.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. An 8mm x 40cm 2d interlock-35 coil was selected for use in the embolization procedure. During the procedure, the physician was unable to advance the coil through an unknown 5f catheter. The interlock-35 was removed, and another of the same device was used to complete the procedure. No patient complications were reported. However, returned device analysis revealed the coil arm was detached.